Event description:
Right ventricular lead integrity alert triggered for 6 high rate non-sustained, 1093 short ventricular-ventricular intervals, appears to be oversensing noted on stored electrograms - high-rate-non-sustained events. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).